Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient had several unrelated surgical procedures wherein the patient's ipg was placed in surgery mode. It was noted that the patient is in need of an MRI. Company manufacturers were unable to be connected after several attempts of troubleshooting and ipg deemed inoperable. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.